Event description:
It was reported that the patient was no longer receiving adequate pain relief and was unable to charge the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was stable postoperatively. The explanted device was retained by the medical facility.